Manufacturer narrative:
Concomitant products: 419488 lead, implanted (B)(6) 2012; 694045 lead, implanted (B)(6) 2000.

Event description:
It was reported that there was intermittent double counting of wide complex ventricular tachycardia (vt). It was further reported by a clinician that the patient was deceased. The cause of death was not related to the oversensing. No further information is available.